Event description:
It was reported that the patient's heart rate dropped to the 30-40 pulse per minute range. The patient was taken to the emergency room where it was noted that the lead insulation was damaged. The lead was replaced.

Manufacturer narrative:
Final analysis found that the proximal coil, proximal insulation and distal insulation were damaged at 20 cm from the connector end. The location of the damage is consistent with that of clavicular crush.